Manufacturer narrative:
As the reported device was not returned, angiodynamics is unable to perform a device evaluation. The customer's reported complaint description cannot be confirmed, no sample was returned. Without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. The contract manufacturer (dielectrics) performs two (2) 100% air leak tests on the balloon devices. Balloons are inflated with air for 12 hours during each test. Labeling review: the dfu for the ala-45 states the following: note: nominal fill volume is 40cc/ml. Monitor patient tolerance and adjust fill volume accordingly. The fill volume of the balloon device can be over filled at the physician's prescription and patient tolerance. ·maximum fill volume is 60cc/ml. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Manufacturer narrative:
It was reported that the device is not available to be returned to the manufacturer for evaluation. The results of the investigation will be sent via a follow up medwatch.reference (B)(4).

Event description:
An angiodynamics reported an end user experienced an issue with an alatus balloon. The end user has reported when using the balloon, he is getting an unpredictable shape that tends to sink into the ovoid, and doesn't prevent the oar (organs at risk) from receiving radiation. It was indicated that the reported device is not available to be returned to the manufacturer for evaluation.